Event description:
It was reported that device was allegedly used during a laparoscopy. Subsequent to the procedure, a "small jejunal injury" was discovered from one of the ancillary ports. He does not state whether these insertions were performed under visualization or not. The injury was not discovered intraoperatively and a subsequent open exploratory surgery occurred the following day. It does not appear the device was saved for analysis. No malfunction was noted at the time the device was used.